Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double yellow pump alarm. Log files indicate electrical hardware failure (battery performed recharge test and unit passed (compressor ok). Installed engineering test battery packs and yellow pump alarm no longer occurred. Removed fva assembly and fva pins have debris. Fva lip seals and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem; logs have been collected and uploaded. No active infusions stopped, or any harm of patient reported". A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.